Manufacturer narrative:
(B)(4). Method: (films). Results: inherent risk of procedure (endoleak, migration); patient's condition affected effectiveness of device (disease progression, iliac dilitation; changes in vessel morphology). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, iliac dilitation; changes in vessel morphology).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The aneurysm a nd vessel morphology at the time of implant were not reported. Currently the vessel morphology was reported as there is disease progression with iliac limb dilatation and a 90 degree angulation. It was reported that follow-up imaging done approximately 7 years and 10 months after the index procedure revealed a distal type I endoleak in the left iliac artery. The left contralateral limb appeared to have nearly pulled out of the left common iliac artery. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. Review of returned films post-implant showed that the ipsilateral limb was placed on the right side. The contralateral (left) limb has less than 1cm distal seal overlap into the left common iliac, and there is a distal type I endoleak. The left common iliac is angulated 90 degree just past the distal end of the stent graft, and is approximately 4-5 cm from the left internal iliac. The diameter of the left common iliac varies from 16 - 18mm in diameter. The contra limb is not kinked, and both limbs are patent. Earlier images post-implant were not provided, therefore the initial placement of the contralateral limb is unknown. It is possible that disease progression (iliac dilatation) and morphology changes may have caused the limb to pull out of the iliac, leading to the short seal length and distal type I endoleak.

Event description:
Additional information received. An endurant 16x20x93 was implanted to treat the distal type I endoleak.